Event description:
It was reported that while the unit was being checked, staff observed that a plastic piece of the metal front was broken off.

Manufacturer narrative:
Further evaluation disclosed that the unit had been used. The product was returned for investigation. Upon visual inspection of the unit, the reported failure was confirmed to be a breakage of only a portion of the ceramic tip. The broken ceramic piece however, was not included with the returned unit. The electrode appeared undamaged. Slight marks were observed on the black insulation distal end. The unit had some tissue-like residues between the electrode and ceramic. Further evaluation disclosed the unit was activated 15 instances, which suggest that the unit was in fact used (event though complaint intake indicated there was no pt involvement). The device history record and non conformance historical data of the reported lot number was reviewed. There were no manufacturing related discrepancies observed that could contribute or be related to this condition. Probable root causes for the reported condition can be associated, but not limited to: non conforming component, poor assembly process, and/or misuse. In sum, the product was returned for investigation and reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.